Manufacturer narrative:
Devices' photo evaluation completed on july 13, 2026: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device could not be analyzed according to our procedures. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was conducted, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction, use error h6 health effect - clinical code e2402: patient dissatisfaction mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees, that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
Female patient underwent breast reconstruction revision with a mentor memorygel 170-cc silicone implant. She reported left-sided dissatisfaction and a use error postoperatively. Due to the unsatisfactory result, the left implant was exchanged after additional dissection. The unilateral left replacement was performed on (B)(6) 2026 (ref: 3507170mc; sn: (B)(6).